Manufacturer narrative:
Investigation of both software and analyzer has been performed and is now finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now.

Event description:
According to the complaint the hospital had a patient (67-year-old male with confusion and non-diabetic hypoglycemia) who did not get a glucose result from the abl90 flex plus analyzer (serial number: (B)(6)) on (B)(6) 2024. The patient had venous blood gas run in bay of islands ed (B)(6) 2024 07:43 with following results: sample ID measurement time/date: parameter: result: discrepant comparison: (B)(6) hospital, (B)(6) 2024, 07:43 am , glucose , ? , x; (B)(6) hospital, (B)(6) 2024, 07:43 am , lab poct glucose , not listed ; (B)(6) hospital, (B)(6) 2024, 02:39 pm , glucose , 3.5 x; whangarei hospital (B)(6) 2024, 05:19 pm , glucose 1.5. X * expected range for the patient: normal 4.0-11 mmol/l. The patient is suspected to have suffered a period of hypoglycaemia, due to delayed recognition of hypoglycemia, however no adverse events was reported. The patient was treated with IV dextrose.

Manufacturer narrative:
The radiometer investigation is still ongoing, however preliminary results indicate, that no reportable issue is present, and that the analyzer is working as intended.